Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain. Name: medtronic minimed. Country: united states of america. Street: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an infusion set cannula was bent on (B)(6) 2026 which led to high blood glucose and ketones. The blood glucose level was 535 mg dl at the time of event.